Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirmed the customer reported complaint. Additionally, the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of the binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus automatically changed its viewing direction during insertion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was replaced to continue the operation. No injury to the patient.